Event description:
It was reported the lead short interval counter had measured 1637 since (B) (6) 2009. Rv (right ventricular) pacing impedance trend was stable until (B) (6) 2009. In (B) (6) 2009, the maximum impedance was 3140 ohms. The previous 14 days, impedance range of 500 - 1200 ohms. Follow up revealed the lead remains in use. An occlusion and a fractured ring were reported. The physician reprogrammed around the fractured ring. There were no patient complications reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance. The max rv pace impedance measurement has been variable starting the week ending (B) (6) 2009. The max range over this period was 536 - 3184 ohms. Interference/noise. The lifetime ventricular sensing integrity counter is 1645 and all counts occurred since (B) (6) 2009. A high value of this count can indicate a possible intermittency in the system..

Event description:
It was reported the lead short interval counter had measured 1637 since june 2009. Rv pacing impedance trend was stable until (B) (6) 2009. In (B) (6) 2009, the maximum impedance was 3140 ohms. The previous 14 days, impedance range of 500 - 1200 ohms. Lead integrity issue is suspected. Follow up revealed the lead remains in use. An occlusion and a fractured ring were reported. The physician reprogrammed around the fractured ring. There were no patient complications reported as a result of this event. After the programming of the lead to integrated bipolar, impedances and oversensing not a problem until (B) (6) 2010. At that time, there was one lead impedance >3000 ohms and over 200 true nonsustained ventricular tachycardia episodes, "none of which required therapy."

Event description:
It was reported the lead short interval counter had measured 1637 since (B) (6) 2009. Rv (right ventricular) pacing impedance trend was stable until (B) (6) 2009. In (B) (6) 2009, the maximum impedance was 3140 ohms. The previous 14 days, impedance range of 500 - 1200 ohms. Follow up revealed the lead remains in use. An occlusion and a fractured ring were reported. The physician reprogrammed around the fractured ring. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance. The max rv pace impedance measurement has been variable starting the week ending (B) (6) 2009. The max range over this period was 536 - 3184 ohms. Interference/noise. The lifetime ventricular sensing integrity counter is 1645 and all counts occurred since (B) (6) 2009. A high value of this count can indicate a possible intermittency in the system.